Event description:
The lead was explanted and returned because it was reported that there were high threshold readings and the lead was dislodged. The device was actively implanted for approximately 1 year.

Manufacturer narrative:
Returned device analysis reveals a lead with its mechanical and electrical characteristics within specification. A small superficial defect is located on the outer tubing insulation at 15.7 cm from the connector pin. The source is unk, but would have most likely occurred after implant, possibly during explant. Dislodgement of the lead would explain the high thresholds. However, the reason for lead dislodgement cannot be determined. No mfg defects are found.